Manufacturer narrative:
Findings: a33 alarm during the basic occlusion test due to protruded/loose drive support disk. Unable to verify prime/fill anomaly, empty reservoir alarm or no delivery alarm due to a33 alarm. Unit had minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 457 mg/dl at the time of the call. Customer states they are unable to exit the "preparing to prime" loop. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.